Event description:
A report was received that the patient was initially given an injection at the pocket site to relieve pocket pain. Additional information was received that the patient later underwent a pocket revision due to the current ipg location was causing pocket discomfort. The patient is reportedly doing well following the procedure.